Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a broken luer connection that resulted in leakage. The following information was provided by the initial reporter: patient came for adriamycin. Prior to start of adriamycin, medication was circle primed per protocol using phaseal optima (injector and connector). Patient's medication was primed successfully without any problem. No leaking noted. Connections checked and intact. Patient's adriamycin was about to be administered when injector disconnected from the connector causing a chemotherapy leak. Approximately 3cc of medication spilled on the floor. No medication spill on patient. Patient kept safe. Chemotherapy spill contained, decontaminated and cleaned per protocol. Informed pharmacy of the spill and amount that leaked. Per pharmacy, amount of spill is an overfill replacement bag is not needed. Adriamycin infusion started at 1405 and flush started at 1420. End of flush is at 1429. Patient tolerated treatment well. Informed md about the leak. No new orders received. Call also received from dr. . Md informed of the chemotherapy leak. Md stated it is okay.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal optima injector (n35-o) experienced a broken luer connection that resulted in leakage. The following information was provided by the initial reporter: patient came for adriamycin. Prior to start of adriamycin, medication was circle primed per protocol using phaseal optima (injector and connector). Patient's medication was primed successfully without any problem. No leaking noted. Connections checked and intact. Patient's adriamycin was about to be administered when injector disconnected from the connector causing a chemotherapy leak. Approximately 3cc of medication spilled on the floor. No medication spill on patient. Patient kept safe. Chemotherapy spill contained, decontaminated and cleaned per protocol. Informed pharmacy of the spill and amount that leaked. Per pharmacy, amount of spill is an overfill replacement bag is not needed. Adriamycin infusion started at 1405 and flush started at 1420. End of flush is at 1429. Patient tolerated treatment well. Informed md about the leak. No new orders received. Call also received from dr. . Md informed of the chemotherapy leak. Md stated it is okay.